Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was normal. Customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. A33 alarm during the basic occlusion test due to moisture damage force sensor resistor. Unable to perform occlusion test, prime/a33 test and excessive no delivery test due to a33 alarm during basic occlusion test. (B)(4).